Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zone was disabled. A technical support specialist (tss) enabled in the zone selection screen and the customer confirmed that the different employee was able to add the item to one of the patient's order lists and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open and unable to issue medicine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.